Manufacturer narrative:
The DHR check could not be performed as the lot numbers are not available. Trend analysis: no trend identified. Criteria to fulfill a trend are 3 incidents in 1 month or 6 incidents in 6 months for same catalogue number. Compatibility check: according to surgical technique, all proximal revitan components are compatible with all distal ones. However, no information about the head, liner and cup were available. Review of incoming information 8 cases of revitan subsidence of 5 mm in the first 3 months after implantation were reported in a clinical literature. This clinical literature is the source of the case at hand. A technical investigation was not possible to perform, as the device was not at hand for investigation. Possible causes for the reported event according to dfmea line 42 : migration of stem short and long term, splitting of femur, improper initial setting of the implant -> due to wrong selection of distal and proximal part, planning, operation technique and use of instruments. Line 43 : migration and/or loosening of implant. Stem breakage due to missing prox. Bone support and heavy and active patient -> due to surgeon unfamiliar with the correct indications and contraindications. Line 44 : lack of anatomical reconstruction of the joint, dislocation. Migration of stem short and long term, splitting of bone, improper initial setting of the implant -> due to wrong size implanted (incorrect size chosen). Line 70 : migration of stem short and long term, splitting of femur, improper initial setting of the implant -> due to incorrect selection of rasp size. Comparison to investigation results whether it is possible and justification: line 42 : possible -> no product, product reference and lot number and medical data as well as event details received. Line 43 : possible -> no product, product reference and lot number and medical data as well as event details received. Line 44 : possible -> no product, product reference and lot number and medical data as well as event details received. Line 70 : possible -> no product, product reference and lot number and medical data as well as event details received. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review.as no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported in a medical journal that the patient was implanted an unknown revitan hip on an unknown date. According to the article, a stem subsidence (5mm) was found within the first 3months after surgery. It is unknown if a revision surgery took place.